Event description:
It was reported that there was a problem with recharging. The pt had swelling present from an unrelated back surgery. The pt had two implantable neurostimulator (ins) devices, one on each hip. Telemetry was ok on the left hip. On the right hip, pt got 0-2 bars. The pt programmer was working. The pt reported no stimulation sensation. The pt stated she was currently in the hospital due to a back surgery that was unrelated to device. Pt stated that she was not feeling the sensation like she used to and wondered if it was due to the surgery or something else. The pt stated she wanted to get it checked. The pt programmer was on and she was able to increase her settings twice the rate up and still cannot feel it. Additional info has been requested, but was not available as of the date of this report. Refer to MFR report #3004209178-2010-08660.

Manufacturer narrative:
(B)(4).